Manufacturer narrative:
The insulin pump was received with no button response due to j2/lcd keypad connector unlocked. Unable to verify battery out limit due to keypad anomaly. The pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of battery out limit alarm. The customer's blood glucose level was 6 mmol/l at the time of the incident. The product was returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.